Manufacturer narrative:
(B)(4).the device was not returned to baxter for evaluation. The cause of the alarm was determined to be use error. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line). This occurred during the third fill cycle of peritoneal dialysis therapy. The patient stated that she had loosely connected the heater bag to the heater line. The connection had separated and the alarm occurred. The patient completed therapy using manual supplies. There was no patient injury or medical intervention associated with this report. Additional information was requested and is not available.